Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called in stating she was experiencing shortness of breath and that her pump was slowing down. The pt went to the hosp and was admitted immediately with a pump rate of 50 bpm in auto mode. A large amount of dust was observed around the vent filter and the pt stated that she had received one red heart alarm that resolved after a second. No alarms occurred while the pt was being monitored at the hospital. Waveforms and the vent filter were submitted for analysis and are pending results.

Manufacturer narrative:
The pt is stable and in no distress and remains on lvad support. No further info is available at this time.